Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxters evaluation a spectrum pump alarmed for a door not fully latched. There was no pt involvement.